Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
C6/c7 acdf: dr (B)(6), (B)(6) 2019. The surgeon attempted to tighten the cam lock with the cam tightener and the tip of the instrument sheared off. He retrieved the broken section of the instrument with forceps. The scrub changed the cam tightener to the other side and the surgeon tried again. The other side of the instrument sheared off. The broken tip was retrieved. The scrub changed the instrument to the other cam tightener on the set and the surgeon attempted to tighten the cam locks again. Both cam locks were tightened and the surgeon said he was satisfied with the final result. Please see the attached photos. No ae reported. Few minutes delay to the surgery. Eq no. (B)(4). Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves one (1) device.